Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d10, g1, g3, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the mesher was not gripping. Washers were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during decontamination or sterilization processing the device was not meshing properly. The holes in the skin were not distributed evenly. There was no patient involvement with no harm or delay. Diligence is complete. No adverse events were reported as a result of this malfunction.